Event description:
It was reported that vessel dissection occurred. The target lesion was located in a left anterior descending artery. A 3.00 mm x 24 mm promus premier drug-eluting stent was advanced for treatment. After deployment, dissection was noted on the proximal edge of the stent and another 3.00 mm x 16 mm promus premier was used to cover the dissected area and completed the procedure. There were no further patient complications.